Event description:
A pt in the ICU with human immunodeficiency virus was undergoing continuous renal replacement therapy on a prismaflex machine with a 5 liter prismaflex effluent bag. During the process of changing the full effluent bag the nurse removed one of the eyelets from the scale hook therefore; the weight of the bag was only supported by two eyelets on scale hooks. While emptying the full effluent bag both eyelets broke causing the effluent bag to fall to the floor splashing effluent solution; the nurse was splashed both externally and in her eye. Per hosp protocol the nurse involved with this incident was tested for the (B)(6) antibody. (B)(6) hosp has a protocol for discarding bodily fluids to prevent employee exposure to bloodborne pathogens, the protocol recommends the use of goggles when discarding bodily fluids. The nurse involved in this incident was not wearing goggles or other protective eyewear at the time of the incident. The nurse indicated it is the practice at methodist hosp to reuse the prismaflex effluent bags even though the recommendation is for single use. It is not known the number of times this effluent bag was used prior to this incident.

Manufacturer narrative:
The product was discarded and not available for analysis. The product is recommended for single use and was reused.